Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant procedure, foreign materials were seen floating in and adhering to back of iol. The foreign materials were removed by irrigation and aspiration during surgery. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The company cartridges were not returned for evaluation. The lens diopter was not provided. This information is required to determine if the lens was qualified. A qualified handpiece was indicated. Viscoelastic was not provided. It is unknown if a qualified product was used. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified lens diopter and viscoelastic were used. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).